Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-05859 pertains to the other device.it was reported to boston scientific corporation that the patient was implanted with a solyx sis system on (B)(6), 2011. According to the complainant, the patient experienced an injury, but the specifics are unknown.attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.